Event description:
It was reported that during a da vinci-assisted surgical procedure that the sheath on the monopolar curved scissors (mcs) instrument slipped down over the tips, not allowing the customer to remove the instrument from the cannula. The tech support engineer (tse) explained advised to adjust the arm the instrument was installed in away from the patient to remove the cannula and the instrument at the same time. The clinical sales rep (csr) arrived in the room to assist in removing the arm, instrument, and the cannula at the same time. The staff reinstalled a new instrument and cannula and proceeded with the procedure. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.